Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter received. It was reported that the patient's prosthesis had suffered fracture post-operatively with the acetabular component having broken away from the upper femoral head portion of the femoral stem element. There is no report of revision at this time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
In addition to what were previously alleged, claim letter alleges broken right femur and dislocated hip prosthesis. Patient is also frustrated, upset, mental status change, experiencing waxing and waning ammonia levels relating to her post-op liver failure hepatic encephalopahty.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter alleges dislocation, femoral fracture, distress, bed-bound and bout of hepatic encephalopathy. It was also stated that the patient is not a candidate for revision due to her health condition. After review of medical records. There is no new information. It is still not confirmed which acetabular component had broken away based from the previous claim. Doi: (B)(6) 2017; dor: not reported; right hip

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.